Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2012, (B)(6) 2011, (B)(6) 2013, and (B)(6) 2013. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified, shell thickness within specification. After autoclave cycle was identified: unidentified (tear) opening and surgical damage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rash", capsular contracture and deflation.

Event description:
Patient reported ¿rash¿ on breasts, later it was confirmed to be "mycosis fungosis" and deflation. Patient representative reported "fear of alcl including: mental anguish and fear of alcl, increased risk of alcl", "anxiety", "disfigurement", "chronic inflammation", "pain", "swelling", "rashes", "itching", and "capsular contracture" baker grade unknown. Patient representative additionally reported "diagnosis of t-cell lymphoma", "mycosis fungoides", "tissue damage", "post-traumatic stress", and "irritable bowel, chronic gi upset"; these events are not device related. Device has been explanted. Treatment was not reported. This represents the right side.